Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cause of the reported event could not be determined; however, user handling could not be ruled out as a contributing factor. Based on our investigation of this report, it was reported that the device was 5 years old and passed it's 1 year life expectancy as stated in the instruction manual. The instruction manual contains several warning and caution statements in an effort to prevent damage to the cable. ¿restricted service life. Do not use the hf cable after one year of use. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable always pull at the plug. Never pull at the cable."

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the device sparked/smoked when the physician was performing the cut function during the resection of the bladder. No emergency fire evacuation occurred as a result of the reported event. There was no patient or user injury reported. The procedure was completed.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported device malfunction. Olympus was unable to test the device as the device was received broken apart below the connector plug; however, there were no signs of burn or charred marks found with the device. The root cause for the reported event is most likely due to excessive stress and force caused by user handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur.¿